Manufacturer narrative:
(B)(4) - root cause could not be determined. The current labeling was found to be sufficient. Similar reports have been received for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown, the sample was not requested.

Event description:
This is a spontaneous report by a nurse of a homechoice peritoneal dialysis patient who developed peritonitis with a positive culture for (B)(6). During a call with baxter customer services, the reporting nurse stated that the patient made mistake, touch contamination occurred and the patient did not wear a mask (onset date not reported). On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. In (B)(6) 2010, a peritoneal effluent culture was performed which was positive for (B)(6). Treatment information was not provided. It was unknown whether the peritonitis resolved. Per the nurse, the peritonitis with culture positive for (B)(6) was not related to peritoneal dialysis therapy.

Event description:
(B)(4). This spontaneous case, reported by a consumer via a call center, who contacted the company with a product complaint, concerns a male patient of unknown age and origin. The patient's medical history was not reported. Concomitant medication included insulin for an unknown indication. The patient started an unspecified insulin for the treatment of an unknown indication on an unknown date. In (B)(6) 2010 (one month prior to (B)(6) 2010), an unknown time after starting the unspecified insulin via the humapen memoir (lot unknown), the patient was in hospital for a bad hypo for about a week. No relevant physical findings or corrective treatment for the bad hypo was reported. The patient recovered from the bad hypo. Whilst in hospital the patient's son stored the humapen memoir in the fridge. Patient stated the pen will now not work properly, will not reset and the display flashes. This humapen memoir was associated with pc1510867. The operator of the device and if they were trained was not reported. It was not reported how long the patient had used this device model or the reported device. It was unknown if the humapen memoir was continued, if the device is returned investigation will be carried out to see if malfunction occurred.